Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to and during a surgical procedure there were issues with the second lighting module. Two system messages were displayed. It was noted this was a user issue as the laser was turned off and on continuously. The case was completed as planned. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system had problems with the auxiliary illuminator and laser modules prior to and during a procedure. The procedure was completed without delay. The customer noted that system messages (sm) - ¿communications failure with the laser submodule. Laser functions will be disabled.¿ and ¿communications failure with the auxiliary illuminator submodule. Auxiliary illuminator functions will be disabled.¿ displayed. However, it was noted that this occurred from improper use by the customer. The customer turned the laser module on and off continuously. The company service representative examined the system and no problem related to the reported event was found. Separate from the reported event, the company service representative noted sm - ¿laser controller shutter open for too long error. Laser functions will be disabled.¿ the laser shutter was replaced to address sm ¿laser controller shutter open for too long error. Laser functions will be disabled.¿ the system was then tested and met all product specifications. The system was manufactured on january 25, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause pertaining to problems with the laser module can be attributed to the customer continuously turning the module on and off. The root cause of the reported problem with the auxiliary illuminator cannot be determined conclusively. No problem was found. The manufacturer internal reference number is: (B)(4).